Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Reported air in the tubing distal to the pump. In 2005 at 1435, the tubing set was primed with 0.45% normal saline with 10meq of kc1 and loaded into a plum pump. The pump was programmed to deliver at a rate of 75ml/hr and the delivery was started. In 2005 at 0630, the nurse noted air throughout the tubing distal to the cassete and a small puddle of IV solution on the floor near the pump. A crack in the tubing was noted where the tubing connects to the cassette. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No med interventions were required.